Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection occurred. The target lesion was located in the common femoral artery (cfa). The physician used a 5fr introducer sheath and a csi viperwire guide wire to access the lesion. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced just proximal to the lesion. The physician performed multiple runs at low, medium and at high speed to treat the lesion. During the final run, it was noted that the tip of the oad fractured off. The oad was removed from the patient and a snare device was used to successfully remove the tip of the oad from the patient. The physician then performed eight additional runs using a second oad to complete treatment of the lesion. The physician followed-up atherectomy by performing three balloon angioplasty inflations. At this point, angiography revealed a dissection which was successfully resolved by deploying two stents. The patient status remained stable throughout the procedure.